Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The physician predilated the non tortuous lesion in the left anterior descending (lad) with a 2.5x 20 mm maverick balloon. The stent delivery was prepared by injecting saline into the shaft lumen. It was also noted that the stent was not soaked in saline. The taxus express2 2.5 x 24 mm drug eluting stent was positioned and inflated to 14 atm's for 35 seconds. The balloon was gradually deflated to negative pressure. When the physician attempted to withdraw the balloon from the stent, while the proximal end of was moving freely". The physician re-inflated the balloon to 4 atm's and deflated it, multiply times. A 20cc syringe was connected to the delivery system and was used to inflated and deflate the balloon. After about 8 minutes of these maneuvers along with pushing and rotating the shaft, with resistance, the system was finally withdrawn. The physician examined the delivery system once it was removed from the pt. The balloon was inflated and deflate to assess if it had been functioning properly. It was not indicated how the device functioned at that point. No pt complications were reported.